Event description:
It was reported by a customer that on (B)(6) 2010 the fiber cap detached inside of the pt at 77,955 joules. Per the customer, the fiber metal cap was retrieved with a grasper. Add'l info reported by the customer was prior to the procedure; the fiber beam was tested prior to use inside of the pt and the beam was visible. During the procedure, there were no error codes that were displayed on the console when the event occurred. The pt did not experience any difficulties as a result of the event. The user did not experience any injuries from the use of the system.